Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, the plaintiff had two essure coils implanted in her body. After the implant procedure, the plaintiff began to gradually experience increasingly painful periods and heavier than natural bleeding. During this period, she was not able to definitively ascertain the origins of these pains and bleeding. On (B)(6) 2015 the plaintiff decided to seek a definitive solution to the bleeding and pelvic pains by undergoing a total hysterectomy and bilateral salpingectomy. Follow-up received on 12-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pains and heavier than natural bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case during essure's use, consumer experienced pelvic pains and heavier than natural bleeding. She decided to seek a definitive solution to the bleeding and pelvic pains by undergoing a total hysterectomy and bilateral salpingectomy around 4 years after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains/pelvic pains'), genital haemorrhage ('heavier than natural bleeding/bleeding'), tooth fracture ('dental problems : teeth braking /teeth started breaking') and teeth brittle ('dental problems : teeth brittle / getting brittle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, chronic fatigue, migraine headache, gravida ii and parity 2. * on unknown date: ultrasound findings suggest diffuse adenomyosis. Uterus w cervix I bilateral fallopian tubes gross description: received in formalin labeled with the patients name and "a. Uterus with cervix bilateral fallopian tubes, 193.5 grams" is a uterus and cervix with attached bilateral fimbriated fallopian tubes. Weight: 193.5 grams according to the weight on the container, 166 grams following formalin fixation. Final diagnosis : uterus, cervix and bilateral fallopian tubes, hysterectomy and salpingectomy right and left fallopian tubes with bilateral metallic coils, consistent with essure device ecto- and endocervix without specific pathologic change. Adenomyosis weakly proliferative endometrium. Concurrent conditions included adenomyosis. Concomitant products included norethisterone (nor-qd). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced apathy ("no motivation"), fatigue ("fatigue / feeling tired") and somnolence ("sleepy"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful periods, dysmenorrhea (cramping)"). In 2012, the patient experienced tooth fracture (seriousness criterion medically significant), teeth brittle (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("feeling different"), mood altered ("moody"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (fillings, laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy and root canals). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, tooth fracture, teeth brittle, menorrhagia, vaginal haemorrhage, migraine, headache, alopecia, feeling abnormal, dyspareunia, mood altered, apathy, fatigue, somnolence and mood swings had resolved and the abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, apathy, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, pelvic pain, somnolence, teeth brittle, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: fu (B)(6) 2018: in (B)(6) 2011 approximate date of implantation. From approx. 2 months after the essure she bled for 4 years until she got the hysterectomy. Essure removal date provided in pif : (B)(6) 2015 essure coils, inserted without incident two coils visible on the right and 3 coils visible on the left. Discrepancy noted in essure insertion date: (B)(6) 2011. Date(s) of insertion: (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: successful occlusion; on (B)(6) 2011: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains/pelvic pains'), genital haemorrhage ('heavier than natural bleeding/bleeding'), tooth fracture ('dental problems : teeth braking /teeth started breaking') and teeth brittle ('dental problems : teeth brittle / getting brittle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, chronic fatigue, migraine headache, gravida ii and parity 2. * on unknown date: ultrasound findings suggest diffuse adenomyosis. Uterus w cervix I bilateral fallopian tubes gross description: received in formalin labeled with the patients name and "a. Uterus with cervix bilateral fallopian tubes, 193.5 grams" is a uterus and cervix with attached bilateral fimbriated fallopian tubes. Weight: 193.5 grams according to the weight on the container, 166 grams following formalin fixation. Final diagnosis : uterus, cervix and bilateral fallopian tubes, hysterectomy and salpingectomy right and left fallopian tubes with bilateral metallic coils, consistent with essure device ecto- and endocervix without specific pathologic change. Adenomyosis weakly proliferative endometrium. Concurrent conditions included adenomyosis. Concomitant products included norethisterone (nor-qd). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced apathy ("no motivation"), fatigue ("fatigue / feeling tired") and somnolence ("sleepy"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced mood swings ("harmonal changes: mood swings"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful periods, dysmenorrhea (cramping)"). In 2012, the patient experienced tooth fracture (seriousness criterion medically significant), teeth brittle (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("feeling different"), mood altered ("moody"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (fillings, laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy and root canals). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, tooth fracture, teeth brittle, menorrhagia, vaginal haemorrhage, migraine, headache, alopecia, feeling abnormal, dyspareunia, mood altered, apathy, fatigue, somnolence and mood swings had resolved and the abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, apathy, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, pelvic pain, somnolence, teeth brittle, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: fu (B)(6) 2018: in (B)(6) 2011 approximate date of implantation. From approx. 2 months after the essure she bled for 4 years until she got the hysterectomy. Essure removal date provided in pif : (B)(6) 2015 essure coils, inserted without incident two coils visible on the right and 3 coils visible on the left. Discrepancy noted in essure insertion date: (B)(6) 2011. Date(s) of insertion: (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: sucessful occlusion; on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia added. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-nov-2020: plaintiff fact sheet received. On (B)(6) 2015, she explanted essure (previously reported as (B)(6) 2015). Added events abdominal pain and joint pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains/pelvic pains"), genital haemorrhage ("heavier than natural bleeding/bleeding"), tooth fracture ("dental problems : teeth braking /teeth started breaking") and teeth brittle ("dental problems : teeth brittle / getting brittle") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, chronic fatigue and migraine headache. * on unknown date: ultrasound findings suggest diffuse adenomyosis. Uterus w cervix I bilateral fallopian tubes. Gross description: received in formalin labeled with the patients name and "a. Uterus with cervix bilateral fallopian tubes, 193.5 grams" is a uterus and cervix with attached bilateral fimbriated fallopian tubes. Weight: 193.5 grams according to the weight on the container, 166 grams following formalin fixation. Final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and salpingectomy. Right and left fallopian tubes with bilateral metallic coils, consistent with essure device ecto- and endocervix without specific pathologic change. Adenomyosis weakly proliferative endometrium. Concurrent conditions included adenomyosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced apathy ("no motivation"), fatigue ("fatigue / feeling tired") and somnolence ("sleepy"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful periods, dysmenorrhea (cramping)"). In 2012, the patient experienced tooth fracture (seriousness criterion medically significant), teeth brittle (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("feeling different") and mood altered ("moody"). The patient was treated with surgery (fillings, laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy and root canals). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, tooth fracture, teeth brittle, menorrhagia, vaginal haemorrhage, migraine, headache, alopecia, feeling abnormal, dyspareunia, mood altered, apathy, fatigue, somnolence and mood swings had resolved. The reporter considered alopecia, apathy, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, pelvic pain, somnolence, teeth brittle, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: fu (B)(6) 2018: in (B)(6) 2011 approximate date of implantation. From approx. 2 months after the essure she bled for 4 years until she got the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: successful occlusion; on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia added. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received. Reporter's information was added. Added event mood swings. Updated outcome for mood swings. Updated onset date of event. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains/pelvic pains"), genital haemorrhage ("heavier than natural bleeding/bleeding"), tooth fracture ("dental problems: teeth braking") and teeth brittle ("dental problems: teeth brittle") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic back pain, chronic fatigue and migraine headache. Concurrent conditions included adenomyosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced apathy ("no motivation"), fatigue ("fatigue") and somnolence ("sleepy"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful periods, dysmenorrhea (cramping)"). In 2012, the patient experienced tooth fracture (seriousness criterion medically significant), teeth brittle (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), feeling abnormal ("feeling different") and mood altered ("moody"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy), surgery (root canals) and surgery (fillings). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, tooth fracture, teeth brittle, menorrhagia, vaginal haemorrhage, migraine, headache, alopecia, feeling abnormal, dyspareunia, mood altered, apathy, fatigue and somnolence had resolved. The reporter considered alopecia, apathy, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, somnolence, teeth brittle, tooth fracture and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: essure coils were properly placed; on an unknown date: successful occlusion. On unknown date: ultrasound findings suggest diffuse adenomyosis. Uterus w cervix I bilateral fallopian tubes. Gross description: received in formalin labeled with the patients name and "a. Uterus with cervix bilateral fallopian tubes, 193.5 grams" is a uterus and cervix with attached bilateral fimbriated fallopian tubes. Weight: 193.5 grams according to the weight on the container, 166 grams following formalin fixation. Final diagnosis : uterus, cervix and bilateral fallopian tubes, hysterectomy and salpingectomy. Right and left fallopian tubes with bilateral metallic coils, consistent with essure device. Ecto- and endocervix without specific pathologic change. Adenomyosis. Weakly proliferative endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records : hormonal changes, abnormal bleeding vaginal, menorrhagia), migraines I headaches, dental, problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain and hair loss added as events. Patient, reporter and product information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).